Event description:
Clarification of the event details was received as follows: the physician snared the endoanchor and attempted to pull it into the guide; however, the aptus was half way exiting the guide, being caught on the edge of the guide and was still attached to the snare. The physician pulled the guide back into the 20 fr sheath, the half end of the aptus that was sticking out caught on the edge of the 20fr sheath. The physician felt resistance and decided to remove the 20fr sheath, guide, and snare out as one unit. The physician withdrew everything; however, upon removal, the endoanchor came loose and ended up in the subcutaneous space. The physician elected to not locate and remove the aptus endoanchor.

Manufacturer narrative:
Film evaluation results are: the exact cause of the mis-deployed endoanchor could not be conclusively determined. The films during implant of the endoanchors and films that showed the mis-deployment were not provided. However, previous investigations have shown that factors including incorrect positioning of the guide and applier, insufficient apposition of the applier to the vessel wall, and inability to visually verify first stage penetration may have contributed to the mis-deployed endoanchor. The exact cause of the mis-deployed endoanchor getting caught on the tip of the guide during removal (after being successfully snared) that led to endoanchor being left in the subcutaneous space of the vessel could not be conclusively determined. The films during snaring of the endoanchor and removal of the snaring device was not provided. Physician's technique or patient¿s small and tortuous external iliac artery may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aptus applier was used as an accessory device prophylactically in a patient during the endovascular treatment of a thoracic aortic aneurysm with a valiant 46/46/100 closed web distal stent graft. It was reported that at the first attempt to implant an endoanchor in the distal descending thoracic aorta, the anchor did not engage the graft and wall, and thus resulted in the anchor floating freely in the valiant stent graft. The physician successfully retrieved the endoanchor with a snare. During the withdraw of the anchor and guide sheath, the anchor caught on the tip of the sheath, and it was subsequently stretched-out/straightened-out during removal of the system from the patient¿s body. After further inspection, the elongated endoanchor remained in the subcutaneous space around the access site. It was confirmed with fluoroscopy to be extra-vascular. The physician moved forward with closure of the vessel/access site to avoid excessive blood loss. The endoanchor remains in the patient's subcutaneous space. Per the physician the cause of the event is unknown. No further treatment is planned. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.